Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was not able to charge the ipg. X-ray was taken, and the result showed that the ipg was rotated. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was not able to charge the ipg. X-ray was taken, and the result showed that the ipg was rotated. The patient underwent an ipg replacement procedure.